Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the following: patient was implanted with depuy asr hip implant components on his right hip on or about (B)(6) 2007. Patient was implanted with depuy asr hip implant components on his right hip on or about (B)(6) 2007 after the originally-implanted depuy hip implant components were explanted on that same date. Patient suffered the following personal and economic losses, injuries and damages: past and future medical and related expenses and costs; past and future lost wages; loss of earning capacity/loss of ability to earn money in the future; past and future physical pain and suffering; pain and discomfort; difficulty ambulating; anxiety; fatigue; irritability; elevated chromium cobalt levels; past and future mental pain and anguish; past and future disability and impairment; past and future scarring and disfigurement; past and future loss of enjoyment of life; loss of support and services; all other past and future economic losses permitted by law; and all other past and future non-economic damages permitted by law. Update:5/4/2012: (rec'd by cq 6/4/2012) amended litigation received. Incorrectly reported as asr. Patient has/had pinnacle devices. Update: 04/01/2013 - plaintiff's preliminary disclosure received 09/26/2011. Part and lot numbers provided. Complaint updated and reopened. Follow-up medwatches submitted. Update 1/19/2016: pfs received. Pfs indicates the patient just had his head revised on (B)(6) 2007. It also indicates the patient was revised a second time on (B)(6) 2012. An unknown stem is being added for the alleged high metal ions. The complaint was updated on:2/8/2016.

Manufacturer narrative:
Additional narrative: UDI: ((B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the blood heavy metal increased and surgical intervention. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.